Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the snap fit blade tip accessory for failure analysis. The visual inspection was conducted and found no damage to the snap fit blade tip accessory. The snap fit blade tip accessory was attached to the snap fit instrument and it fit properly without any issues. This complaint is being reported due to the following conclusion: during a da vinci-assisted myomectomy surgical procedure, it was alleged the snap fit blade tip accessory fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the snap fit blade tip accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the snap fit blade tip accessory broke off and fell into the patient. The fragment was retrieved during the same procedure. An x-ray was performed and it was confirmed all pieces were removed from the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information, but was unable to gather any additional information about the complaint.